Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and analysis was performed and no anomalies were found. The outer insulation of the lead developed a cosmetic depression while in vivo. The analyst noted there was depression breach (non- electrical) on connector sleeve. It did not breach through the outer insulation and there was no blood visible on conductor. The breach on connector sleeve would not affect the performance of the lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a slight depression in the insulation right ventricular (rv) lead. The impedance of the lead tested within normal limits. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.